Event description:
The account alleged the bed has no functions working.

Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.